Event description:
Customer reported she was taken to the ER for a low bg incident. She stated customer is not wearing device because hcp took her off due to low bg at work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.